Manufacturer narrative:
The tech found the rail was damaged likely during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the side rail would not latch. The bed was located in (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).